Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were in a car accident last friday (B)(6) 2019 and since then ins was really stimulating and it was going down to the foot. Patient noted turning stimulation off stops the sensation. It was advised for patient to follow up with healthcare professional (hcp). Patient stated they had an appointment with hcp on (B)(6) 2019. No further complications were reported or anticipated.